Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient complained of dizziness, lightheadedness and feeling sick when the remote monitor antenna was placed by the device. Patient also reported having "spells" similar to before the device was implanted. Follow up with the physician's office was conducted and it was disclosed the patient had been seen and the device was reprogrammed. The base rate was adjusted and rate response was turned on. The device remains in use. No further patient complications have been reported as a result of this event.